Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation - cardiovascular medicine. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they were unable to insert the angio-seal assembly. After the guidewire; accessory of radifocus introducer, rr-a50k25ak was placed in the artery, the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery; however, the assembly was not inserted due to resistance at the gap part of the locator and insertion sheath. A cordis exoseal device was used to achieve hemostasis; hemostasis was successfully achieved. There was no health damage to the patient. The estimated blood loss was less than 250 cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. The procedure before deploying the device was tae. Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was 5fr. Whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown.